Manufacturer narrative:
Date sent to FDA: 04/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-10042020-0000713600 submitted for adverse event which occurred on (B)(6) 2014. Mwr-10042020-0000713601 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent bilateral hernia repair surgery on (B)(6) 2011 and two mesh products were implanted. It was reported that the patient underwent removal surgery and left inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh to be an inflammatory mass. The old mesh was removed completely. It was reported that the patient underwent removal surgery and bilateral inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted there to be dense adhesions to the mesh including extremely dense adhesions to the peritoneum resulting in tears to the peritoneum. The mesh was excised. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2017. No additional information is provided.